Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior resection of rectum. Customer states: prior to the second fire, it would not be fired after pressing blue button. At the time of setting the device, all symbols of the handle, the adaptor, and the reload were illuminated properly. Opened another. No reinforcement material was used in this case. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).